Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation surgery, the cardioblate bp2 bipolar forceps in the kit did not close when the surgeon attempted to use them. The surgeon tried multiple times to close the bipolar forceps clip, but it remained open. See attached video. The issue was resolved by replacing the bipolar forceps with a new product, allowing the ablation surgery to be completed successfully. No patient complications have been reported as a result of this event. Medtronic received additional information that the generator used was the g2 host. The device had not been connected 6 hours prior to the use. There was no error code listed on the generator. There was no low impedance error. There was no saline outflow. Medtronic received additional information that there is a risk that the device will be discontinued by the hospital.